Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis could not confirm the customer reported complaint of rust on inside of jaws at tips. The reported symptom was not found on the returned instrument. The grip tips were inspected and there was no corrosion/contamination observed. The root cause of the alleged rust found on the jaws at the tips cannot be traced to the device. Additional observation not reported by the customer: the instrument was found to have thermal damage on the bipolar yaw pulley at the distal end. One side of the bipolar yaw pulley exhibited localized melting. No conductor wire insulation damage was observed. Electrical continuity was tested and passed.

Event description:
It was reported that upon opening a new instrument package, the customer noticed rust on inside of the jaws at the tips of the fenestrated bipolar forceps instrument. There was no report of patient involvement.